Manufacturer narrative:
It has been confirmed that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 24dec2025, the reported issue involved a defect in the touchscreen, which was confirmed during touchscreen operation. The device was not used on a patient, and no patient harm occurred. The ventilator was replaced with another unit prior to use, and no therapy interruption or delay was reported. Troubleshooting and corrective action consisted of replacing the touchscreen panel. Following repair, the device was restored to normal working order and cleared for use by the hospital. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device had a touchscreen failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. This investigation is ongoing.